Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that an employee of the hospital injured her fingers while moving the table top. The fingers were examined, but apart from a skin abrasion at the finger joints, no injury was detected.

Manufacturer narrative:
Philips investigated this complaint. No damage was found on the table and it was according to specifications. The instructions for use of the system (4522 203 17232, pages 3-14) include a warning regarding access to the longitudinal guiding profiles of the table: ¿personnel should be aware that it is possible to access the longitudinal guiding profiles from underneath the tabletop. Serious injury may result if any part(s) of the personnel present become trapped in the longitudinal guiding profiles¿. Philips has opened an investigation as a follow up for the noted complaint.